Manufacturer narrative:
(B)(4). Broken jaw at bifurcation, empty. The analysis results found that the device was returned empty and with the jaws broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. In addition, the orange indicator was noted to be over traveled. These findings are not related with the incident reported. Due to the returned condition of the device, no conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported by the (B)(6) that during a laparoscopic esophagectomy procedure, the trigger became not to be grasped properly on the way. Another device was used to complete the procedure just to be safe. There were no adverse consequences for the patient. Please take photos for (B)(6) customer. One device will be returning. (B)(4).